Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has a major driveline infection. It was planned that the patient would be admitted for the worsening infection on (B)(6) 2020.

Event description:
The patient was admitted for the infection on (B)(6) 2020. The patient received a 7 day course of cefiderocol q8h and had their subcutaneous absess drained. The patient's plan at discharge was to alter the course of cefepime and zerbaxa. Due to increased drainage it was decided that the patient needed additional incision and drainage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.